Manufacturer narrative:
Batch reviews performed on 25 november 2016. Lot 125504: (B)(4) items manufactured and released on 18 february 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Amistem h, ha coated stem 4 std, code 01.18.134, lot. 124052 (k093944) (B)(4) items manufactured and released on 17 december 2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
The patient presented mechanical pain. Infection was not visiblerevision date has not been fixed yet, but it will not be prevented.

Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: tha revision in a young male patient after 3.5 years. The well documented radiographical history describes a typical distal fixation case. The patient has a pronounced dorr type-a femoral shape, known as the most difficult to treat with straight cementless stems, and the load transfer was taking place along a very short area in the femoral canal. Already in (B)(6) 2013 the first signs of distal fixation can be seen, but little remedy could be taken. The cause for this revision is progressive distalization of load transfer area; it does not appear to be a device fault.

Manufacturer narrative:
In the initial report, it was reported that the revision surgery will be performed. To date, no updates were received despite of regular requests by medacta. On 16 february 2017 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.